Event description:
The recipient is reportedly experiencing electrode migration and open electrodes. A CT scan confirmed electrode migration. Repositioning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent repositioning surgery on (B)(6) 2022. The recipient reportedly has scar tissue within the mastoid. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.